Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report hypoglycemic event and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient collapsed and patient's boss administered juice and glucose tablets to patient. Paramedics arrived, however patient was not admitted to the hospital. Patient did not calibrate according to user guide recommendations. At the time of contact with dexcom technical support, no further medical intervention or injuries were reported.